Event description:
A (B)(6) female presents with pericapsular infection around mcghan style 68 textured saline implants inserted in the mid 1990's. Post removal of implants, pt was found to have alcl in the right breast capsule. Pt underwent complete bilateral capsulectomies on (B)(6) 2010. Post operative pet scan negative for lymphoma. Capsule and fluid sent to (B)(6). Additional material held at (B)(6). Dates of use: #1 and #2 - (B)(6) 1993 - (B)(6) 2010. Diagnosis or reason for use: hypomastia right & left breasts.